Manufacturer narrative:
Device received with no button response due to flattened button dome switch and partial unlocked keypad connector noted during visual inspect. Unable to perform self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will be return for analysis.